Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the blood glucose readings are fluctuating. At one point, the blood glucose readings were 600 mg/dl. Customer was advised to disconnect from the insulin pump. The bolus readings were off, which could have also been the issue. The patient was disconnected during priming and the son had to call 911. Nothing further reported.

Manufacturer narrative:
The information provided in section with the initial report was incorrect. The correct information has been provided with this report.